Event description:
This case was reported by a consumer and described the occurrence of neurological problem in a female pt who received super poligrip denture adhesive ((B)(4)) cream for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included polident (formulation unk). On an unk date, the pt started super poligrip denture adhesive (dental). At an unk time after starting super poligrip denture adhesive, the pt experienced neurological problem, feeling sick, condition aggravated, headache, tremor and trouble speaking. The pt was hospitalized. At the time of reporting, the events were worse. Consumer said she was using polident and "the other" and her symptoms had gotten worse (condition aggravated). Symptoms also included feeling sick, headaches, tremor and neurological problems. F/u info from the pt was received on (B)(4) 2011. The pt also reported that she experienced zinc toxicity from using super poligrip. The pt declined permission to contact her physician.

Manufacturer narrative:
The MFR report number for this case is 9681138-2011-00066. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. Polident is manufactured in (B)(4) and neither the product not lot number for this case is available. (B)(4).